Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. The customer complained that the battery depleted too soon. The ipg was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion. It was noted that the no output was the result of battery depletion.